Event description:
It was reported that while a (B)(6), the pt experienced an apnea event and the pt spo2 value dropped to 11% with a heart rate of 77 bpm. A yellow moderate level alarm activated but no red life threatening alarm activated. The pt was resuscitated and no pt injury was reported. A draeger service tech was dispatched to collect logs and related data. The monitor was swapped out, the pt was discharged from the monitor and the monitor has been removed from use pending evaluation of the event by draeger.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.